Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 600.6835 on their 8015 (sn: (B)(4). Case resolution: - customer stated the led was not flashing on the 8015 wireless card. - recommended swapping wireless cards. - afterwards error code did not clear. - when asked, customer stated the rear case may have been recently replaced. - recommended the customer remove the control interface board (cib) assembly, and make sure it was properly seated into the logic board. - if error code does not clear, replace cib board. - if error code still does not clear, the issue is the logic board. - if so, customer will send in for repair. Ended call.